Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) displayed autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed autofill failure alarm. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) further checked & found sufficient vacuum is not generated by the compressor to run the machine. The expired safety disk was replaced, plus a 5000 hrs maintenance kit. The fse observed the machine on a system trainer for more than 1 hour & now machine is working. Performed all tests and all tests passed. The equipment was returned to the customer in good working condition.